Manufacturer narrative:
(B) (4): neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event.

Event description:
It was reported that the patient had undergone two procedures to fuse l3-l5. L3 set screw was backed out again after it was re-implanted at the revision surgery. But no additional surgery is reported at this time.